Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. The femoral component was found to be oversized and loose at the cement/implant interface. The manufacturer of the cement used at the time of original implantation is unknown.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of patient x-rays suggests the device may be too large for the amount of bone surface. The reported loosening nor pain could be confirmed with the provided information. The investigation could not draw any conclusions about the oversize device. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause or find evidence of product error, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.